Manufacturer narrative:
The insulin pump was received with a blank display due to severely corroded battery cap contacts and battery tube. The displacement, operating currents, and off no power tests could not be performed due to the blank display. There was also a severely stripped battery cap (p) coin slot. The following physical damage was noted: minor scratches on the lcd window, cracked case at an lcd window corner, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display after changing the battery. At first he used a (B)(6) battery but then switched to a new (B)(6); the display still did not return. A nurse that was helping him confirmed that the battery cap was bad. The patient's blood glucose at the time of incident was 236 mg/dl. Troubleshooting was initiated for the blank display anomaly. The battery cap was inspected: there was a white film on the inside of the cap and the top of the cap was stripped. No corrosion or damage was found on the battery compartment and spring, and a new aaa alkaline battery was inserted into the pump, but the display did not return. The battery cap contacts were cleaned with alcohol; the display still did not return. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.